Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced abdominal pain, vaginal pain, rectal pain, mesh extrusion/erosion, vaginal synechium requiring two (2) excision surgeries, pelvic pain, dyspareunia, myalgia, myositis, dysuria, frequency, thigh pain, depression and the inability to engage in sexual relations.